Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What was surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures? Were pre-existing adhesions noted during the procedure? Describe any medical/surgical intervention for adhesions including dates and surgical findings. What is the relationship of adhesion to interceed? Was there discoloration of the interceed prior to closure? Product lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a lymphoidectomy procedure on an unknown date and the adhesion barrier was used. It was reported that the surgeon re-operated during a cholecystectomy and realized the duodenum and gall bladder were all stuck together. It was also reported that a longer surgery duration was required to remove adhesions. Additional information was requested.